Event description:
The device was returned due to a complaint of the pump displaying "motor service due." The results of the investigation found that the downstream occlusion (dso) and the upstream occlusion (uso) seals were separating. There was no patient involvement.

Manufacturer narrative:
H3: one device was received. Device was visually and functionally tested and the customer reported complaint was able to be confirmed. The cause of the issue was found to be that the motor has hit over 6000000 revolutions. Upon further investigation, it was found that the downstream and upstream occlusion seals were both separating from the chassis. Both seals were replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.